Event description:
Pt developed a "bump" (location not specified), it was aspirated several times. It was determined there was a cerebrospinal fluid leak at the intrathecal section. The catheter was replaced. The pump was used to deliver morphine sulfate (5.0 mg/ml at 0.3965 mg/day). The pt recovered without sequelae.

Manufacturer narrative:
Result code other: catheter.